Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 560 mg/dl. Customer was treated with multiples daily insulin. The customer refused high blood glucose testing as she was aware this may be due to bronchitis and treatment with steroids. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 560 mg/dl. The customer was advised to insert new aaa alkaline battery and display returned. The customer was advised to monitor pump and we will ship a replacement battery cap.